Event description:
The customer reported that they received an erroneous result for one patient sample tested for the mb isoenzyme of creatine kinase stat "short turn around time" (ck-mb stat). The sample initially resulted as 62.71 ng/ml accompanied by a data flag. This value was reported outside of the laboratory where it was questioned by the doctor. The sample was then repeated and resulted as 1.25 ng/ml. The repeat value of 1.25 ng/ml was believed to be correct and the initial result of 62.71 ng/ml was corrected to the repeat value of 1.25 ng/ml. The patient was not adversely affected by the event. The ck-mb stat reagent lot number was 16868201 with an expiration date of 04/30/2013. The field service representative determined that the reagent arm had a small leak in the area where the probe is seated. He reseated the connection on the reagent probe. He checked the flowpath for measuring cell 2 where the ck-mb is currently calibrated. He checked the pinch tubes, ran a successful system volume check, ran a successful pmt high voltage check, ran a successful performance check, and ran a successful blank cell calibration on measuring cell 2. The system was turned over to the operator to run quality controls; all controls were ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.